Event description:
It was reported that during an implant procedure when inserting the superion indirect decompression spacer, the physician noted that the cap come off the spacer once the inserter was removed. The entire spacer was removed and a new implant was successfully implanted. There were no complications to the patient as a result of the event. The spacer will not be returned as it was retained by the medical facility.